Manufacturer narrative:
This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. Initial reporter local telephone number: (B)(6), the number was too long. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) architect hiv ag/ab results for one patient. The customer provided the following data (s/co): on (B)(6) 2017 (specimen 1): (B)(6), the specimen was (B)(6) when tested using the pcr method (41 copies (vaqu/ml)) on (B)(6) 2017 (specimen 2): (B)(6), the specimen was (B)(6) when tested using the pcr method (725 copies (vaqu/ml)). Additionally the second specimen was tested using the western blot method and showed a band for (B)(4), which has been interpreted as (B)(6) by the customer. The customer also indicated the patient had been taking truvada prior to and after exposure. Exposure was 6 days prior to the specimen 1 results. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a device history review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. A sensitivity testing protocol was executed using lot 71083li00and met acceptance criteria and determined the reagent is performing acceptably. The device history review did not identify any non-conformances or deviations. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Additionally, it was highlighted to the customer that the architect hiv assay can not detect (B)(6) below 58.000 copies/ml. Based on the available information the device met performance specifications and performed as intended at the customer site. No malfunction and no product deficiency of the architect hiv ag/ab combo reagent, list number 4j27-37, lot number 71083li00, was identified.

Manufacturer narrative:
Correction: product size code was updated in catalog number field.